Event description:
Venous transducer disconnected from line after approximately 2 hours on dialysis, resulting in significant blood loss(400-450ml). Patient required blood transfusion (2 units) and was admitted to the hospital post dialysis session. No further information was provided.

Manufacturer narrative:
Investigation results on retained and returned sample attached.